Event description:
I was implanted (B)(6) 2013. On (B)(6) 2013 I has severe pelvic pain and bleeding. Was in ER 3xs within the week of being implanted. Symptoms included: severe pain, bleeding, unable to eat or drink, suicidal thoughts, extreme nausea dizziness. (B)(4).